Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes sensing, capture and telemetry anomalies. The device was pacing at 63 ppm in unipolar and lost capture after an attempted interrogation.